Event description:
It was reported that during the procedure, a 7mmx80mmx80cm armada 35 balloon dilatation catheter was advanced to a lesion in the iliac artery with slight tortuosity and heavy calcification, without resistance. Several inflations were performed each for one minute using an unknown type of syringe; inflation difficulty was encountered during one of the inflations. The number of inflations and also the pressure of each inflation was not provided by the physician. After successful inflation, the balloon could not be deflated; after several deflation attempts, partial deflation was achieved by drawing a vacuum until reaching 6mm of pressure. Massive force was applied to retract the still partially inflated balloon through a 6f sheath from the anatomy. There was difficulty with removal felt between the armada and vessel and there was also difficulty between the armada and guiding catheter / sheath. Another fox balloon was used to complete the procedure after use of the armada 35. There were no adverse patient effects and no occurrence of a clinically significant delay. There was difficulty with only one of the inflations of the balloon, but the physician did not explain in detail which of the inflations was difficult. There was no leaking of fluid or air noticed on the armada shaft, hub, balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties inflating and deflating the device were able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record for the reported lot revealed no associated nonconforming material records (ncmr), indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on (B)(6) 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). Excessive force. The device has been received, however, the evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.